Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) units touchscreen isn't responding. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. A getinge field service engineer fse was dispatched to evaluate the iabp unit and the fse confirmed the reported issue, inspected touchscreen and video generator board for signs of failure. Unknown when issue started, no patient involvement reported. Replaced touchscreen and tested for proper operation. Unit now responding as designed. Performed complete functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.